Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no, as the issue was not during a patient workflow. Since there was a user error with no harm or impact to the patient/user.a technical support specialist advised the customer to remove a non-profile device added to the medlink area, which was addressed to resolve the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis medstation system displayed the same orders in the medlink queue for every patient in the emergency department area. The orders presented did not correspond with the information stored in the es server, leading to a situation where all patients received the same medications. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.